Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys troponin I stat immunoassay (tni stat) on an e601 analyzer. Erroneous results were reported outside of the laboratory for the patient sample. The plasma sample initially resulted with a tni stat value of as 14.27 ng/ml accompanied by a data flag when tested on the e601 analyzer. The plasma sample was automatically repeated by the e601 analyzer, resulting with a tni stat value of 14.00 ng/ml accompanied by a data flag. The patient was sent to a different hospital based on the tni stat result. At the other hospital, the patient was tested for troponin and the result from this facility was negative. It was asked, but it is not known which troponin testing method was used to test the patient at the other hospital or whether this method tested for troponin I or troponin t. The original plasma sample was repeated on the e601 analyzer on (B)(6) 2016, resulting with a tni stat value of 13.90 ng/ml accompanied by a data flag. The original plasma sample was then automatically repeated by the e601 analyzer on (B)(6) 2016, resulting with a tni stat value of 14.04 ng/ml accompanied by a data flag. The serum tube of the sample was then repeated on the e601 analyzer on (B)(6) 2016, resulting with a tni stat value of 14.16 ng/ml accompanied by a data flag. The serum tube of the sample was then automatically repeated on the e601 analyzer on (B)(6) 2016, resulting with a tni stat value of 14.20 ng/ml accompanied by a data flag. The original plasma sample was repeated for troponin I using the triage test method and it resulted as <0.05 ng/ml on (B)(6) 2016. An aliquot of the sample was sent to a different laboratory where it was tested using the architect troponin I cmia method, resulting with a troponin I value of 0.03 ng/ml (normal value) on (B)(6) 2016. The customer believed the values from the triage method and the values obtained at other sites to be correct. The patient was transferred to a different hospital based on an erroneous tni stat result. It was asked, but it is not known if the patient was adversely affected due to being transferred to the hospital. No adverse events were alleged. After the patient sample was collected, the following drugs were administered to the patient on (B)(6) 2016: heparin, nitroglycerin, hydralazine, aspirin. The e601 analyzer serial number was (B)(4). The field service representative could not determine a cause. He checked the gear pump pressure and made a minor adjustment. He checked the water pump pressure and cleaned a wash station line. He checked mechanical movements and adjustments of the probe mechanisms. He checked syringes, checked probe rinsing, cleaned the sample probe, and checked liquid level detection and probe voltages. He successfully ran performance testing and performed precision studies.

Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations of the sample confirmed the positive tni stat result of the customer. Further investigations of the sample determined that an igg molecule within the sample caused an interference with the assay. This igg molecule is most likely a human anti-mouse antibody (hama). This limitation is covered in product labeling.